Event description:
Baxter investigation personnel reported an infusor with a leak at the welded area of the volume indicator and port. This condition was observed during functional testing while filling the device. This condition has the potential to interrupt therapy or breach the sterile fluid pathway. There was no patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with the reported condition. No additional information is available at this time.

Manufacturer narrative:
(B)(4). The batch review revealed that all of the acceptance criteria were met to release the lot. There were no non-conformances, failures, rework, or deviations related to the lot. There were no changes to specifications, test methods, process, equipment, or raw materials that could be associated with the reported condition. The device was returned to baxter and is currently in the process of being evaluated. A follow-up report will be filed upon completion of the evaluation or if any additional details become available.

Manufacturer narrative:
(B)(4). Evaluation summary: baxter received one sample for evaluation. The reported condition of a leak was confirmed. Visual examination and functional testing revealed a leak at the welded area of the volume indicator and port. The root cause was determined to be a manufacturing defect. These two components are joined using ultrasonic welding and the equipment used in this process was changed in (B)(4) 2012. No repair was done, as this is a single-use device which will be discarded. No other observations were noted on the unit. This issue has been investigated through CAPA.